Event description:
It was reported that the bottom of the insulin pump has popped out an inch. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.